Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 250 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. All operating currents are within specification. Off no power alarm functions properly. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery, self test and a21 error tests. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked belt clip slot.